Event description:
Pt reported elevated blood glucose (343 mg/dl). Pt indicated that she discovered a large air bubble in the and around the adapter. Pt indicated that she had been receiving e4 (occlusion) error and changed her cartridge. The e4 did not recur. Pt indicated that she was currently experiencing a great deal of stress and was not eating as normal. Pt indicated that she believed the device was not accurately delivering insulin.